Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called technical support to report a recoverable fault. However, the customer was unable to record the error number, and the onsite feature was not working due to a hospital network issue. The customer reported that the error requested disabling the master tool manipulator left(mtml) of the surgeon side console(ssc)2 or rebooting the system. Even after three reboots, the error persisted, so the customer decided to proceed with the procedure using only one ssc. The technical support engineer (tse) was unable to confirm the customer¿s symptom on artemis due to the hospital network issue, and also could not confirm the suspected ssc2 serial number, which will need to be verified by the fse once onsite. Tse offered the possibility to perform troubleshooting on the system; however, since this could interrupt the ongoing procedure being performed with a single console, the customer preferred not to proceed with troubleshooting and instead requested a site visit. The customer also mentioned that there would be two more procedures scheduled for today, but all of them could be performed using a single console. Therefore, the tse was unable to check the logs or perform troubleshooting. A service order will be created to address this customer request. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to replicate the reported issues. As a precautionary measure, the fse performed service on the master tool manipulators (mtm) on surgeon side console (ssc). The system was tested and verified as ready for use. The probable root cause could not be determined due to insufficient information, as the fse was unable to replicate the reported issue and the system logs were not available for review.